Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient present for follow up with the implantable cardiac monitor exhibiting under-sensing. No adverse patient consequences or interventions were reported.

Event description:
New information received notes that the implantable cardiac monitor exhibited ventricular under-sensing and atrial oversensing. No interventions were made. There were patient symptoms reported.